Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that at the moment, the spring wire guide (swg) was to be removed, it was blocked and elongated. It was not possible to remove it, so it was removed surgically. Add'l info received on (B)(6) 2011 from the distributor stated that there was a partial rupture, but could not be totally removed with no surgery required.